Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code and telephone: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm and could not display the pressure waveform. The customer attempted to reconnect the fiber optic cable, but this did not resolve the issue. It was noted that the provided pressure tubing was not used. A fluid filed transducer was then used to obtain the pressure and therapy was continued. The iab was removed after approximately seven days of therapy. There was no patient harm or adverse event reported.